Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the fenestrated bipolar forceps (fbf) conductor wire was broken. The customer used a backup fbf instrument to continue with the planned procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. The conductor wire was exposed. There was no material missing. The wire was not fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. Further investigation found frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.